Event description:
Follow-up was received on 12/2/99. The investigation report/conclusion indicated that no production related cause could be identified.

Event description:
Cloudy lens [defective failure, defect]. Lens explanted [lens implant removal]. Case description: spontaneous report, this report was received via an intraocular lens return indicating that the lens was cloudy and was explanted in a secondary surgical procedure. According to personnel, a ceeon lens, model 912 / 22.0(d) was implanted on 9/14/1999 with no problems. The pt returned to the office reporting "not able to see well". The physician performed a yag capsulotomy, however, the pt's vision did not improve. Subsequently, a lens explant was performed on 10/12/1999. The lens has been returned to MFR for eval of a suspected product defect. No other info was provided on initial contact.